Manufacturer narrative:
Initial reporter email unknown. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a strong odor like burning rubber with the device. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. The complaint was verified by functional testing. The cause was the heater malfunctioning and burning. The heater assembly was replaced to correct the issue. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.